Event description:
Procedure summary: it was reported to boston scientific corporation that a speedband superview super 7 was used during a endoscopic selective varices devascularization for esophageal varices procedure performed on (B)(6) 2025. Event summary: during the procedure, the physician reported the band had difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Patient status: there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a150203 is being used to capture the reportable event of difficult deployed. Block h10: the returned speedband superview super 7 was analyzed, and it was observed that the device was returned without the ligator head. It was also seen that the handle has evidence that the trip wire was secured in the handle slot. No other problems with the device were noted. The reported event of bands difficult to deploy was not confirmed. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic selective varices devascularization for esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band had difficult to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a150203 is being used to capture the reportable event of difficult deployed.